Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. Lesion 1 was located in the proximal saphenous vein graft (svg) to the right coronary artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 4.0 mm with thrombus. The physician treated the laeion with pre-dilatation and implanting a 4.0 x 20 mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with an infection of his lower right leg wound. The patient underwent right common femoral and right superficial femoral endarterectomy followed by right common femoral to anterior tibial bypass grafting with contralateral saphenous vein in a non-reversed fashion. During the dissection of the popliteal artery there was a large section of veins that bled profusely leading to approximately 800 cc of blood loss which was eventually controlled. Bleeding classification: severe. During the procedure the patient became coagulopathic, but would continue to bleed from tissue, but form thrombus in the arteries. He would form clot around the artery, but diffusely bleed from other surfaces. The patient's arteries were friable, especially the common femoral, and significant oozing was also noted in the region. Subsequently, the patient became hypotensive, cold and coagulopathic. The wounds were closed, hemostasis was achieved and a decision to transfer the patient to the ICU was made. The patient experienced 2500 cc blood loss intra-operatively and was treated with 6 units of prbcs, 2 units of ffp, and 3200 cc crystalloid. Postoperatively the patient also developed heparin induced thrombocytopenia. Administration of heparin was stopped; however, the patient improved in the next 48 hours. 2 days later, laboratory investigations revealed platelet count of (B)(6) and the patient was also treated with 1 unit of platelets. (B)(6). The patient was discharged with aspirin and prasugrel continued. During the hospitalization for endarterectomy the patient experienced a post-operative non q wave non st elevation myocardial infarction. ECG revealed sinus tachycardia and marked st abnormality suggestive of possible lateral subendocardial injury. The patient's troponin I levels peaked at 8.24 ng/ml (upper limit of normal 0.59 ng/ml). The patient was treated with supportive measures as aggressive anticoagulation was contraindicated. The patient was discharged to skilled nursing facility.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).